Event description:
Note: date of event is unknown. It was reported to boston scientific corporation that during a ureteroscopy procedure using a semi rigid ureteroscope and a sensor .038 dual-flex str, when they remove the scope from the sensor wire or the sensor wire from the scope, the blue teflon coating on the sensor wire strips off. The physician stated that there were no adverse effects to any of the patients in which the event was noticed. The particles were removed from the patient by irrigation which is a standard part of the ureteroscopy procedure. He stated that the particles were minute in size. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "stable".

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the device manufacture and expiration dates are unknown. The complainant indicated that the device will not be returned for evaluation because it was disposed; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch wil be filed.